Event description:
Patient came to next pt, physical therapy, session and complained of a rash at the site where the electrodes had been applied during the last visit. Additional follow-up reveals: facility is unsure if it is the electrode. The staff stated that other patients complained after they used these electrodes and so they have discontinued using them. Facility does not believe it was the drug that caused the rash.